Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one atlas gold sample was returned for evaluation in the original packaging. Multiple kinks were observed throughout the outer packaging. The inner packaging was removed, and kinks were noted to the inner packaging and tubing. The sterile pouch was evaluated, and the sterile pouch was noted to be intact, with no breach identified. One electronic photo was also provided for review. The photo shows an outer atlas gold packaging box. Kinks and creasing can be noted to the outer packaging box. No sterile packaging is visible in the photo. Therefore, the investigation is confirmed for the reported packaging damage, as both the provided photo and returned sample were noted to have damage to the inner and outer packaging. However, the investigation is unconfirmed for the reported sterile barrier issue, as no breach of the sterile barrier was identified in the returned sample evaluation. The definitive root cause for the confirmed packaging issue and reported sterile barrier issue could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to an angioplasty procedure, the outside and inside of the device package was allegedly found folded upon delivery. It was further reported that the sterility of the device was affected. There was no patient contact.

Event description:
It was reported that prior to an angioplasty procedure, the outside and inside of the package allegedly got folded during delivery. It was further reported that the sterility of the device was affected. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.